Event description:
First vacuum used- suction was not maintained. Second and third vacuum used by different person- same issue- would not hold suction pressure after pumped to the green zone.

Event description:
First vacuum used- suction was not maintained. Second and third vacuum used by different person- same issue- would not hold suction pressure after pumped to the green zone.